Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose level. Customer's current blood glucose value was 12.4 mmol/l and blood glucose value at the time of the incident was 2.3mmol/l. Customer also stated the other blood glucose value was 19.5 mmmol/l. Customer alleges over delivery for multiple low blood glucose value for a week and half. The customer was assisted with troubleshooting. Customer was treated with food. The reservoir will not be returned for analysis.